Event description:
It was reported that the device was not recognizing the tubing. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the device was not recognizing the tubing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Complaint of device not recognizing the tubing., cannot be confirmed through, incoming inspection, verification testing, or no disposables attached (nda) testing. Probable cause could be a software error or the disposable that was used was faulty. Upon further investigation, found downstream occlusion (dso) seal was cracked. Replaced dso seal. Device passed all testing criteria post repair.